Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the procedure was cancelled due to the device malfunction. The root cause of the canceled procedure could not be specified. Additionally, it is likely that the error code e315 occurred due to the cable connecting the video connector and printed circuit board became loosened. The cause of the loosened cable could not be identified and the root cause of the e315 code could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e315 coming on monitor screen due to a loose connection between the video connector and the circuit board. Additional information includes: the wire was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer (fse) reported that upon inspecting the video system center at the user facility, scope error e315 was displayed on the monitor with color bars and no image when both upper/lower gi scopes of the 150 series were connected. The issue was noted to have been found during preparation for a diagnostic upper gastrointestinal endoscopy. The intended procedure had to be canceled. There was no report of patient harm due to the event. The fse determined the issue was with the video system center and not the scopes, and advised the subject device and cable be returned for further evaluation.